Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info that a low power alert occurred. The customer was unable to clear the alert; therefore, the customer reverted to insulin shots to manage blood sugars.